Manufacturer narrative:
(B)(4). The results of the investigation are inconclusive since the device was not returned for analysis. Our investigation was limited to the review of the device history record, which showed that each manufacturing and inspection operation was performed and indicated complete in accordance with sjm specifications and procedures. Based on the information received, the cause of the reported incident could not be conclusively determined. The angio-seal device instruction for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.

Event description:
After a left heart catheterization a pre-deployment angiogram was performed and a 6f angio-seal vip was successfully deployed. The patient presented to the hospital five days later with an occluded right common femoral artery. The patient was sent to surgery where an endarterectomy was performed. The patient was later discharged.